Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: hypotension, bradycardia. Time of ae: during procedure. It was reported that during a right internal carotid artery stenting procedure, the pt became bradycardic and hypotensive. The bradycardia was treated with atropine and the hypotension was treated initially with a neosynephrine drip followed by a dopamine drip. Additionally, the pt was given a normal saline bolus. The pt was then transferred to the intensive care unit for continued care. Three days post procedure, the hypotension and bradycardia resolved. The pt remained hospitalized for add'l unrelated reasons. Seven days post procedure, the pt was discharged to home. Although requested, there is no add'l info available. Study event.